Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) showed a travel coarse error. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due worn-out clutch parts. As a result, the left and right clutch, clutch spring, worm gear, worm coupling and motor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer was reported that there was travel course error during preventive maintenance. There was no patient involvement with no patient harm. Evaluation of the returned device identifies the reported problem through event log. This can interrupt the therapy while in use